Event description:
Additional information received indicates that therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s l4 drg lead was fractured. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead to address the issue.